Event description:
It was reported that during a lap appendectomy procedure, the device fired only half the staples. It is unk if the device fully cut. The procedure was completed by replacing the reload. There was no pt consequence.